Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated. Patient weight is unknown. The event of system explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number 3006705815-2021-02150, 3006705815-2021-02152. It was reported that the patient was experiencing ineffective therapy. Programming was attempted but was not successful. As a result, surgical intervention was undertaken wherein the scs system was explanted on (B)(6) 2021.